Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported " multiple high baseline alarms. High baseline subcode 1 and possible helium loss 2". Additional information states the pump was exchanged for another to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 augmentation valve. The sample was dropped off by the field service agent. Visual inspection of the augmentation valve was performed , and no abnormality was noted. The alarm log files and pictures were reviewed. The alarm log files show several "possible helium loss 3" and "high baseline" alarms, which is consistent with the event details. Other alarms and activities were not relevant to the reported event. The augmentation valve was installed into a known good ac3 and functional testing was performed. The pump started up successfully. Pumping was initiated. The balloon volumes were checked and within specifications. The plateau pressure of the balloon pressure waveform was at the expected value of approximately 150 mmhg. The pump was left to run for over 30 minutes and no alarms or errors occurred. The reported symptoms were able to be recreated through kinking the inlet or outlet tubing of the augmentation valve or by un-plugging the power to the augmentation valve. The augmentation valve was removed for further testing. The valve was connected to a 12v dc power supply to check the proper function. The valve responded properly to the 12v supplied with an audible click, indicating proper valve function with no stuck valve. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "high baseline, possible helium loss alarms with high plateau pressure" is confirmed based on the pictures and alarm log files provided; however, the returned augmentation valve passed functional testing during the complaint investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. This will be monitored for any developing trends. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported " multiple high baseline alarms. High baseline subcode 1 and possible helium loss 2". Additional informaiton states the pump was exchanged for another to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".